Event description:
It was reported that the ams700 lgx inflatable penile prosthesis cylinder and pump components removed as it was not working due to fluid loss. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient dissatisfaction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the ams700 lgx inflatable penile prosthesis cylinder and pump components removed as it was not working due to fluid loss. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.